Manufacturer narrative:
The pharmacist did not have the customer products with him at the time of the call, so it was not possible to get product info. Without that info, it's not possible to determine manufacture date or the 510k number. The pharmacist's info was not obtained before the call ended, so it was not possible to contact him for the customer's name, address or phone number.

Event description:
The pharmacist alleged control tests were performed using the customer's contour system and a result of 252 mg/dl was received. A normal control range was not provided, but should be around 107-147 mg/dl. No adverse events were alleged. The pharmacist did not have the customer's meter or supplies with him at the time of the call, so it was not possible to troubleshoot. No product will be returned.